Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported on an internet forum that the patient developed an abscess on the infusion site (leg) after wearing the pod. The patient saw a doctor and got the abscess punctured, drained and cleaned and was prescribed antibiotics. Additional information was not provided, including the name of the medical facility the patient went to for treatment.